Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg, when the surgeon inserted the needle through the trocar for ligation, the seal was damaged by the needle which caught the seal. Nothing fell into the cavity. Last patient's status: good.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The circular seal was damaged. Since the clinical obturator was not received, a pmv representative obturator was used for all functional testing. The representative obturator passed through the trocar without difficulty. The obturator shaft assembly cut cleanly and completely through the test media, allowing the cannula to pass through smoothly. In addition, the instruments envelope seal passed an air leak test. A review of the current historical complaint data reveals no trend for a device related failure for this condition. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.